Manufacturer narrative:
The device has not been explanted. When it is explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the user has post-auricular wound discharge with purulent crusting. The wound was gentle cleaned with hydrogen peroxide. Significant erythema and edema was noted post-auricularly with <1cm area of dehiscence and implant exposure. The user will be re-implanted on the (B)(6) 2022.

Manufacturer narrative:
Additional information: based on the received information from the field, the implant extruded through the skin flap and the recipient had to undergo revision surgery. Reportedly, the recipient was strongly rubbing the concerned site, which was likely the cause for the observed skin breakdown according to the physician. The skin flap revision surgery went well and the device remains implanted and in use.

Event description:
The user had post-auricular wound discharge with purulent crusting. Reportedly the skin breakdown was caused by vigorous rubbing over the implant to stimulate hair growth. The skin breakdown started after the activation of the device. A revision surgery was performed. The wound was opened to rotate a skin flap over the exposed portion of the implant.

Event description:
The user had post-auricular wound discharge with purulent crusting. Reportedly the skin breakdown was caused by vigorous rubbing over the implant to stimulate hair growth. The skin breakdown started after the activation of the device. A revision surgery was performed in may 2022. The wound was opened to rotate a skin flap over the exposed portion of the implant. Another revision surgery took place in october 2022. The device was finally explanted. No new device was implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information from the field, the implant extruded through the skin flap and the recipient had to undergo revision surgery in may 2022. Reportedly, the recipient was strongly rubbing the concerned site, which was likely the cause for the observed skin breakdown according to the physician. As per additional information received the device extruded again due to the same issues and another revision surgery was performed. However the reported issue did not improve and the device was finally explanted. The recipient was not re-implanted. This is a final report.